Event description:
It was reported that; "for regular medical check, patient visited hospital, but the result of the medical check was regarded as medial release laxity and also difficult to stand up due to lack of power". Surgeon performed the insert change caused by post fracture immediately.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.